Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not emit voice prompts when the lid was opened. In this state the user would not have the instructions to deliver defibrillation if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer was advised to purchase a new battery. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not emit voice prompts when the lid was opened. In this state the user would not have the instructions to deliver defibrillation if needed. There was no patient involvement reported with the event.